Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for a procedure using a 19f flexnav delivery system. During procedure, the first deployment was not successful due to non-uniform expansion (nue) of the valve and the flexnav delivery system with the navitor was removed. A pre-dilatation was performed. The valve was reloaded, and during reloading it was noted that one of the leaflets was not closing properly. The valve was replaced with a new 27mm navitor valve, which was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of one of the valve leaflet remained open and would not close properly was reported. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging received appeared to show that one of the valve leaflet being opened. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.